Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of an (B)(6) female pt notified a zoll pt svc rep (psr) that the pt had blue gel all over her. The nurse relayed that the pt had been treated and that she was at a nursing and rehabilitation venter. A psr followed up with the pt and issued her replacement equipment. After psr left, the pt contacted zoll customer support to report that the device was still alarming. Customer support overheard the device treat the pt while on the phone. The pt pressed the response buttons and delayed the treatment. The device began to alarm again and the pt was not responding to customer support and the pt was treated. A review of the event indicates that the pt experienced an inappropriate defibrillation event consisting of seven treatments over a seven hour period. Svt at 177-198 bpm contributed to the false detections. The response buttons were not pressed prior to the first five treatments. The response buttons were used before the sixth treatment during an arrhythmia alarm and successfully delayed the treatment; however, they were not used during the arrhythmia alarm sequences that resulted in the sixth and seventh treatments. The pt continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval summary: device eval of monitor sn (B)(4) and belt sn (B)(4) was completed. The monitor and belt were fully functional and able to detect and treat a pt. The pt also was treated wearing monitor sn (B)(4) and belt sn (B)(4). The evaluation of this equipment was completed. The monitor and belt were fully functional and able to detect and treat a pt. Device MFR date: monitor sn (B)(4): 05/2011; electrode belt sn (B)(4): 09/2012; monitor sn (B)(4): 03/2013; electrode belt sn (B)(4): 03/2010. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.